Manufacturer narrative:
Due to character limit in block e1, event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, when attempting to insert a balloon catheter into the attached sheath, the catheter became lodged approximately halfway through the valve and could not be advanced further. A new trp4046 sheath was subsequently used, allowing successful insertion without any issues. No patient harm was reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site address is (B)(6), updated fields: b4; g3; g6; h2; h11; e1 event site address, event site city, event site telephone.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.